Event description:
It was reported to medtronic neurosurgery that the patient line tubing disconnected on an exacta edms.

Manufacturer narrative:
The returned unit was patent. It did not meet requirements for the leakage test. The distal patient line was observed to be disconnected from the patient line stopcock. Adhesive was observed on the exterior and in the interior of the tubing to luer connection. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).